Event description:
It was reported that the patient stated that the cover patches are pulling her skin off. The skin is red and sore. The patient was told by the doctor not to use the cover patches and to use paper tape instead. The patient is going to wait until the skin is clear before starting to use the electrodes again. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). . Date of event: the event occurred sometime in july 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report. Additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient stated that the cover patches are pulling her skin off. The skin is red and sore. The patient was told by the doctor not to use the cover patches and to use paper tape instead. The patient is going to wait until the skin is clear before starting to use the electrodes again. No additional patient consequences have been reported. The cover patches were not returned for evaluation.